Event description:
The user facility (a veterinary clinic) reported that the distal portion of the IV catheter tubing was noted to have been detached following a surgical procedure. The following information was provided by the contact at the veterinary clinic: the proximal portion of the IV catheter reportedly had a "clean diagonal cut" that was noted during removal; the detached distal portion of the catheter was surgically removed; and the dog was reported to be fine with no further medical intervention required.

Manufacturer narrative:
(B)(4) - this report was not associated with a human patient. (B)(4). The involved sample was returned and evaluated. Careful examination of the returned sample confirmed the following: the proximal portion consisted of the luer hub with approximately 3-mm of catheter tubing still attached; the detached distal portion consisted of approximately 22-mm of catheter tubing; and the catheter tubing on both sides of the point of detachment had been compressed and then severed along a relatively straight line. The examination confirmed that the entire device had been retrieved as the combined length of the 2 pieces is equivalent to the original length of the catheter tubing (25-mm). Retention samples from the reported lot and surrounding lots were examined and tested. All samples tested were confirmed to be properly assembled and met the performance specifications. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, the appearance of the returned sample and the event description are consistent with the catheter tubing having been severed by contact with a sharp object, such as scissors, during the bandage removal process. There is no indication that there was any relation to a device defect or malfunction. All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).